Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient experienced an event of infusion set leakage on (B)(6) 2025 leading to high blood glucose. No further information was available.